Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 4max catheter is kinked approximately 35.0 cm from the distal tip in the proximal shaft. Conclusion: the complaint has been evaluated. The complaint indicates that the physician kinked the 4max catheter when removing it from the package. Evaluation of the returned device confirmed a kink in the 4max catheter approximately 35.0 cm from the distal tip in the proximal shaft. If the product is not properly removed from the packaging, it is likely that damage will occur. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a procedure, the physician kinked the penumbra system 4max reperfusion catheter when removing it from the package. The physician used a new device to complete the procedure with no reported adverse effect on the patient.